Event description:
Boston scientific crm received information that this device was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure. A temporary pacing support system was placed into service.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the device is returned. This report will be updated if additional information is received.